Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via v-p shunt to a female patient with sah (40s, h.I.). After implantation, the patient had a headache, and ventricular enlargement was noted. On (B)(6) 2015, the device (valve, ventricular and distal catheters) was removed due to occlusion and the competitor's ommaya valve (medtronic) was implanted. The patient is currently being monitored and the surgeon plans to conduct a v-p shunt surgery later. He suspects that biological debris got stuck inside the device.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3146, with lot ctcbgw, conformed to the specifications when released to stock on the 12th march 2015. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.